Event description:
No recharge efficiency bars were seen when trying to recharge the implantable neurostimulator since implant. The hcp determined that the device had flipped in the pocket. The pocket was revised. The device was sutured down correctly. The field rep had not been contacted by either the patient or hcp since surgery, so it appeared everything was ok.